Event description:
It was reported that during an attempted left ventricular lead extraction procedure, this right atrial lead could not be removed, it was cut, and part remains in the body. It was noted that the subclavian was damaged and bleeding was stopped by the physician. It is unknown if a new system will be implanted. This lead is not expected to be returned for analysis. No additional adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 335 mm from the terminal end. Noted damaged outer insulation worn through approximately 320mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an attempted left ventricular lead extraction procedure, this right atrial lead could not be removed, it was cut, and part remains in the body. It was noted that the subclavian was damaged and bleeding was stopped by the physician. It is unknown if a new system will be implanted. No additional adverse patient effects were noted.